Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a neck lift procedure on (B)(6) 2013 and suture was used. She then developed extreme pain, heat, swelling, and itching. The symptoms have improved since the immediate post-operative period, but the itching is still extreme, particularly behind her ears. The patient has reported her signs/symptoms to her doctor. The patient takes 5 steroid pills per day. She uses an antibiotic cream, cornstarch and ice on back of neck.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient was prescribed medrol (2mg), fbcmp cream (flurbiprofen, baclofen, cyclobenzaprine, pentoxifylline, montelukast, lidocaine, bupivacaine) and scaraway (fluticasone, tretinoin, tentoxfyline, pracasil plus). She started the medrol and has some relief, so got a second script after the initial 5 were taken. After the 10th pill from the second script, she reports her hair was falling out so stopped taking it. The two additional scripts had to be compounded, so there was a delay in starting treatment with those. The fbcmp cream is reported to provide some relief and ability to allow her to sleep, but the incisions are still red and inflamed. The patient reports the scaraway caused the incision to turn red and she is allergic to it. The patient continues to have extreme pain behind both ears along the suture lines.